Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a laparoscopic cholecystectomy, the clip applier failed to fire clips. None of the clips loaded properly into the jaws during use, even though the handle could be squeezed and the jaws could close. Another device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, the handle could not be actuated and no clips could be loaded into the jaws. The instrument was disassembled for visualization of internal components; an excessive amount of dried bodily fluid was observed in the shaft and on the clip track that was preventing clips from loading into the jaws of the instrument. It was reported that during a laparoscopic cholecystectomy, none of the clips loaded properly into the jaws during use, even though the handle could be squeezed and the jaws could close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if bodily fluid builds up inside the shaft of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.